Event description:
The customer reported the device had power issues and bent battery pins. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pin 8 on connector j1 was found damaged.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device had power issues and bent battery pins. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.